Event description:
It was reported that the patient went to the emergency room for low flow alarms. The patient was given hydralazine and a fluid challenge with no change or flow improvements. A computed tomography angiography was performed and a stenosis of the outflow graft (ofg) was found near the aorta. The patient was brought to the operating room, and the obstruction was removed. The gore-tex was opened and removed around the ofg proximal to the ascending aorta anastomosis. The surgeon also cut the bend relief along the blue line down to the screw ring to allow for movement of the biodebris build up within the space between the ofg and bend relief. The issue resolved following surgery and the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported outflow graft obstruction could not be confirmed through the evaluation of the submitted images and heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. Additionally, the reported low flow alarms could not be confirmed as no log files were provided by the account; however, the account communicated that the flow improved with the outflow graft (ofg) revision. The patient remains ongoing on hm 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.